Event description:
It was reported that during a laparoscopic partial colectomy procedure, the anvil was closed and a click was heard, the device was closed showing slightly above 1.0 but the closure was in the green. The surgeon took the device off safety and closed. There was no crunch heard. After firing, the device malformed staples were noticed and in a u shape around the circumference of the anastomosis site. Another device was used to gain better margins and the same like device was used for the reanastomosis, to complete the procedure. The procedure was prolonged for over an hour. The patient is still in the hospital.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.